Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent post-prandial hyperglycemia despite announcing meals as usual, with a documented blood glucose value of 312 mg/dl and no associated symptoms, and the cause was unclear. Symptoms included no reported clinical manifestations. Outcomes included no reported long-term impairment, emergency treatment, or hospitalization. Investigation included review of synchronized device data and user-provided history, along with troubleshooting and education provided by support personnel; no alerts or alarms were reported. Investigation of this case revealed no device malfunction or component failure and no identifiable use error based on available data. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.